Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the gen11 ethicon generator had a message indicating the harmonic ace instrument tool head was under too much pressure. The customer removed the harmonic ace instrument for cleaning. While wiping and testing the harmonic ace instrument, the instrument tool head broke off. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the gen11 ethicon generator had an error message at the time of the event. The customer removed the harmonic ace instrument and fount that the instrument head was broken inside the patient. The fragment was visually located and retrieved during the same procedure. The instrument was in use for thirty minutes prior to this issue and performed as intended up until it broke. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon final removal of the instrument through the cannula. The customer did not notice any other damage to the instrument or cannula after the event occurred. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.247¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part number 480275-08 / lot number l90211005-0355) associated with this event has been performed. Per the review, harmonic ace instrument was last used in a procedure on (B)(6) 2022 with system sk2922. The harmonic ace instrument is a single-use device. Isi has received the images of the alleged harmonic ace instrument related to this event and reviewed by the regulatory post market surveillance (rpms) specialist. The images confirmed that the harmonic ace instrument blade was missing/detached. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.